Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with cracked keypad overlay, cracked case (battery tube), and cracked case-corner of belt clip rails. Device received with fully functional keypad. Keypad traces were inspected, and no damage noted. Keypad flex connector is plugged in properly. Device properly tested with displacement test and self test. No button error alarm noted upon testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had an unresponsive buttons. Customer stated buttons were less responsive and could not be repaired or refurbished. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.